Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing frontal nerve pacing due to the placement of the left ventricular lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.